Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 48 mm evoque procedure. It was not possible to lift the posterior anchors to the hinge point, at the end of the procedure. An attempt to reduce depth using the depth adjustment knob resulted in a cable rupture. The patient is fine and will go to rehabilitation. Valve is stable and working properly with no rocking motion and no pvl visible. No further intervention needed. The patient presented with significant anatomic and imaging challenges, rendering the procedure as per field clinical specialist opinion a high risk for evoque implantation. The patient had prior mitral and aortic valve replacements, resulting in minimal to no echocardiographic visualization of the septal leaflet and the tricuspid valve overall. Severe leaflet tethering was present (17.7 mm), and the septal leaflet was noted to be very short and rudimentary. The case was evaluated by the evoque and echocardiography teams, and the procedural concerns were discussed with the physician. Despite the identified risks, the physician elected to proceed with the procedure. During the procedure, anchor engagement challenging but initially appeared acceptable. At the end of the procedure, it was not possible to lift the posterior anchors to the hinge point. An attempt to reduce depth using the depth adjustment knob resulted in a cable rupture. The last 1 cm of depth could not be taken out. Knob rotated without translating. Subsequent height-gaining and tilting maneuvers improved valve positioning. Valve release initially appeared satisfactory. After internal imaging review of limited procedural fluoroscopy, cannot confirm or rule out reported depth knob issue.